Event description:
It was reported that a patient had a mediport removed on (B)(6) 2012 and topical skin adhesive was used on the wound site. The patient had itching and a rash with no drainage or infections at the incision site. The physician ordered benadryl for the patient but did not remove the topical skin adhesive.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.